Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed pump error. The customer shut the insulin pump off after the alarm. Customer's blood glucose value was 80 mg/dl. There was no troubleshooting performed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product was returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, primetest, excessive no delivery test, displacement test and rewind test. No alarm noted. Pump had minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.